Event description:
It was reported that during a ptca procedure involving a 90% stenotic lesion in the distal portion of the rca, the shaft of the catheter broke during advancement. No patient injuries or complications were reported.